Event description:
It was reported to boston scientific (bsc) in 2006, that a customer encountered problems during use of a balloon catheter. According to the customer: "the balloon [device in question] was inflated and deflated 2-3 times. The physician noticed a small pinhole in the distal portion of the balloon [device in question]. The balloon [device in question] was considered ruptured and was removed from the body." No patient complications were reported.

Manufacturer narrative:
The device in question has not been returned to the manufacturer for evaluation. An investigation on the lot history review of the device in question is currently in progress. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.